Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula from which fluid was observed to be leaking from. The timing and cause of the tear could not be conclusively determined. Cracks were observed in the top and bottom housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.